Event description:
The consumer alleges the left caster came out of the fork while walking on the pavement at a park, causing him to fall and sustain bruises on his arm, shoulder and hip. No serious injury is alleged.

Manufacturer narrative:
(B)(4) was issued for the return of this rollator. For model 68100-ta rollator consumers are provided owners manual part no 1150739 rev a - 07/08. It is unknown if the consumer has fully read and understands the user instructions. The following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is unknown if the consumer has had the proper adjustments made. The medical condition, stability and medication regimen of the consumer is unknown. The following warnings are provided: "each individual should always consult with their physician or therapist to determine proper adjustment and usage." "A physical/occupational therapist should assist in the height adjustment of the product for maximum support and stability." The consumer is (B)(6) tall which meets the model 68100-ta limitations of 5'11" - 6'6". The consumers technique using the rollator is unknown. It is unknown if the consumer was self propelling at the time of the event. The following warning is provided "do not use the walklite or rollite as a wheelchair or transport device. Walklites and rollites are not intended to be propelled while seated." "Make sure that all hardware is secure, attachments are securely tighten and locked in the open position, and that casters and moving objects are in good working order before using this or any mobility aid." "The wheels and glide brakes must be in contact with the floor at all times during use." "The glide brakes are intended to provide additional stability while in the seated position. The glide brakes are not intended to be used for stopping the walklite during ambulation." "Do not rock the walklite or rollite while sitting on the seat." "Do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the walklite or rollite and may cause the unit to tip, resulting in injury or damage." "Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object." The consumer weighs (B)(6). The following warnings are provided: "always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary." "Do not hang anything from the frame of the walklite or rollite. Items should be placed in the basket." "The basket has a weight limitation of 11 lbs (5 kg). Items placed in the basket should not protrude from the basket as this may cause the product to tip." It is unknown if the rollator has been exposed to extreme temperatures. The following warning is provided. "If the walklite or rollite is exposed to extreme temperature (above 100 degrees f or below 32 degrees f), high humidity and/or becomes wet, prior to use, ensure handgrips do not twist on the walklite or rollite handles - otherwise damage or injury may occur." It is unknown if the consumer has added non-invacare accessories to the device. The following warning is provided: "accessories warning - invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products."